Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was stent damage noted. The health care professional explained that while "getting off from the hemostatic valve after passing the coronary stenosis (the valve has been opened during the introduction and the withdrawal) co noticed that the space gaps between some meshes of the stent were larger (even if any inflation has been made)." It was noted that calcification was not seen during the coronary angiography. A second implant was attempted following pre-dilation with a 2.0 x 12 mm balloon. The taxus express2 stent was successfully implanted under the same conditions. Clarifying info on this event has been requested.

Event description:
The physician noticed the proximal struts of the stent were damaged upon removal after having difficulty crossing the lesion. There were no reported pt complications.